Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button intermittently did not work to activate the pump display. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer pressed the button with more force and successfully activated the pump display.